Event description:
Same case as 6000089-2004-01350. During a coronary drug eluting stenting treatment procedure the physician encountered withdrawal difficulties. The physician states that he attempts deployment as per stent placement procedure card. The physician was inflating the taxus express2 drug eluting stent at 14 atm's for 50 seconds but the stent remained stuck to the delivery system. This problem usually happens when carrying out the procedure within tortuous anatomy when he inflates for a second time at low pressure and then deflates the balloon slowly until zero atm. The pt's condition is reported as satisfactory/good.